Event description:
Spain affiliate reports 25 year old female who reported to the hosp on 10/6/99. Pt was diagnosed with a central corneal ulcer with infection caused by psedomonas aeruginosa in the left eye. Pt was treated with tobramycin, cicloplejico colirio, and maxitrol colirio. Pt was wearing the lens on a two week/daily replacement schedule and is under an ophthalmologist's supervision. Pt has discontinued lens wear for the time being. No add'l info is available to enable further investigation at this time.